Manufacturer narrative:
Updated field: b4, g2, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported that, the cardiosave intra-aortic balloon pump (iabp) has failed the pim leak test. There was no one harmed onsite. A getinge field service engineer (fse) was dispatched to evaluate the unit. Pim leak test fail detected. The part cannot be returned to the factory because it is over 1 year old.

Event description:
It was reported by getinge fse during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) unit had pim leak test fail. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6). Due to character limitation in e1 for event site name, the full event site name is (B)(6). Due to character limitation in e1 for event site address, the full event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.